Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: when inserted the spike tube into cannula, the inner seals broke. Not used on pt. No pt injury was reported.